Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. Several vectors and parameters were attempted unsuccessfully, so the lead was scheduled to be replaced. The lead was explanted and another lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).